Event description:
A distributor reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was used in an unnamed procedure on (B)(6) 2024, and ¿while using the edge probe, the probe tip broke off, and the detached tip was retrieved with a grasper.¿. The procedure was completed with the use of an alternate same device and a delay of 10 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Corrected data: lot number has been corrected in d.4 additional manufacturer narrative: examination of the returned used device, item aes-90sn, found electrode broken off. Broke piece was not returned for the evaluation. Examination was performed per edge probes, standard work line #1, mp-09-1770. The root cause cannot be determined, however, based upon evaluation, and the photo, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 30 reports, regarding 31 devices, for this device family and failure mode. During this same time frame 228,654 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device was used in an unnamed procedure on (B)(6) 2024, and ¿while using the edge probe, the probe tip broke off, and the detached tip was retrieved with a grasper.¿. The procedure was completed with the use of an alternate same device and a delay of 10 minutes. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.